Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported hf sensor exhibited inaccurate readings. As a result, the sensor was calibrated (B)(6) 2018 via echocardiogram wherein the mean was increased 14.8 mmhg which resolved the issue. Approved readings were observed under the manufacturer's patient care network database.